Event description:
As reported via legal documentation, this patient had right knee surgery on (B)(6)2013. They underwent right knee revision surgery on (B)(6)2022, approximately 9 years 6 months after their initial procedure. (B)(6)2022 op report indications: the patient is s/p right knee replacement with an exactech knee. The tibial component loosened and was revised. Most recently she returned with new increased pain with weightbearing. MRI demonstrated large areas of osteolysis about the anterior flange and the posterior flange of the femoral component. The tibial component demonstrates circumferential resorption about the cement mantle of the tray extending along the proximal keel. The surgeon also noted that the femoral component was well fixed but there were noted to be large lytic areas when probed, and that the patella was grossly loose and removed with little difficulty. The patient was transferred in stable condition to recovery unit. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.